Manufacturer narrative:
Follow-up received on 25-oct-2016: quality safety evaluation of ptc investigation result: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and her right essure coil could not be visualized. This event is seen as a device dislocation and is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. This movement could be an expulsion or dislocation (into fallopian tube or to peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil could not be visualized') in an adult female patient who had essure (batch no. 958709) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy menstraul bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), tooth disorder ("dental problems"), bacterial infection ("excessive bacterial infections"), multiple allergies ("excessive allergies") with rash, mood swings ("mood swings") and dyspareunia ("pain during intercourse"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, tooth disorder, bacterial infection, multiple allergies, mood swings and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial infection, device dislocation, dyspareunia, menorrhagia, migraine, mood swings, multiple allergies, pelvic pain and tooth disorder to be related to essure. No further causality assessment were provided for the product. Lot number: 958709, manufacturing date: 2012-03, and expiration date: 2015-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right essure coil could not be visualized') in an adult female patient who had essure (batch no. 958709) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), menorrhagia ("heavy menstraul bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), tooth disorder ("dental problems"), bacterial infection ("excessive bacterial infections"), multiple allergies ("excessive allergies") with rash, mood swings ("mood swings") and dyspareunia ("pain during intercourse"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain, menorrhagia, back pain, abdominal pain, abdominal distension, abnormal weight gain, migraine, tooth disorder, bacterial infection, multiple allergies, mood swings and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, back pain, bacterial infection, device dislocation, dyspareunia, menorrhagia, migraine, mood swings, multiple allergies, pelvic pain and tooth disorder to be related to essure. No further causality assessment were provided for the product. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received- lot number, medical history and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed in or around (B)(6) 2012. Shortly after undergoing the essure placement, an ultrasound was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive weight gain, excessive migraine headaches, dental problems, excessive bacterial infections, excessive allergies, excessive rashes, mood swings, and pain during intercourse. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at hospital and from her physicians but was unable to resolve them. On or around (B)(6) 2015, plaintiff underwent an ultrasound in an effort to determine the cause of her pain. She was informed that her right essure coil could not be visualized and that she would need to undergo a hysterectomy. On or around (B)(6) 2015, plaintiff underwent a hysterectomy to remove her essure coils. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and her right essure coil could not be visualized. This event is seen as a device dislocation and is listed in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes. This movement could be an expulsion or dislocation (into fallopian tube or to peritoneal cavity). Although, in this particular case, the exact mechanism of the event is unknown, given its nature; causality with the suspect device cannot be excluded. This case was regarded as incident since device removal was required (intervention required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.